Event description:
A rue clip was absent which allowed the clevis pin to dislodge, allowing the fowler to drop back to a flat position. The defect was discovered prior to placing the unit into service.